Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level reading "high" mg/dl on the continuous glucose monitor. Elevated bg was addressed by manual insulin injection. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer declined to provide any additional information.